Manufacturer narrative:
A vendor evaluated at the customer site. The fse required the unit. In addition, an asp cec (clinician education consultant) visited the site. The customer confirmed the issue was resolved. The unit is in full operation.

Manufacturer narrative:
Asp investigation summary: the investigation included a device history review, a service history review, complaint trending by problem code, failure mode and effects analysis, system hazard and user misuse analysis, and health hazard evaluation. The DHR for this aer unit was reviewed and revealed the unit met the manufacturer's specifications at the time of release. Within the past six months ((B)(4) 2009 - (B)(4) 2009), this unit, per account history did reveal (B)(4) similar leaking issues; however, this issue was determined to be use error due to detergent use and no parts were replaced. Thus, there is not a significant trend. Additionally, the account history does not show any further leaking issues after addressing the detergent issue. A review of the complaint history for aer units with problem code "leaking from reservoir" over the past 12 months ((B)(4) 2009 - (B)(4) 2010) revealed that the overall occurrence rate has been extremely low. Since the upper control limit (ucl) changes every month, the dpmos (defects per million opportunities) that exceeded the ucl prior to the current month are insignificant. The dpmo analysis for the most recent month, (B)(4) 2010, with the unchanged ucl shows that the trend is well within the control limit. Therefore, the trend is considered to be low. An assessment of the aer fmea (failure mode and effects analysis) revealed the rpn (risk priority numbers) for all leak related failure modes are below the threshold of 100, indicating that the associated risks are minimal. An assessment of the cidex opa solution fmea (failure mode and effects analysis) revealed the rpn (risk priority number) for spills/leaks is below the threshold of 100, indicating that the associated risk is minimal. The cidex opa solution/disopa shuma (system hazard and user misuse analysis) was reviewed and it was determined that the risks of user exposure due to spills all fall into category I; therefore, no further action is required at this time. In addition, hhe (health hazard evaluation) was reviewed for similar disinfectant leak of the aer and the hazard/risk index was 4, which indicates the associated risk is low. Per the asp cec (clinical education consultant), the customer switched to a different detergent that was creating foam and overflow from the reservoir. The asp cec suggested that the customer switch back to using (B)(4), which corrected the issue. There were no human reactions to the leaked solution and hence no additional evaluation of exposure to disinfectant is required. Upon follow-up, the customer confirmed that the issue was resolved and the unit was in full operation.

Event description:
The customer alleged a cidex brand solution and water leaked from the reservoir and onto the floor. The customer cleaned up the solution. No injuries were involved. The fse repaired the unit. The customer later stated the unit was leaking again. Per field service engineer (fse) the customer cancelled the service order - an asp cec (clinician education consultant) visited the site. The customer later confirmed the issue was resolved. The unit is in full operation.